Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the system displayed a "cine disk not available" error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with this event.